Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis is not completed at this time.

Manufacturer narrative:
Additional information was obtained from the doctor via the sales rep on march 24, 2015. The device was evaluated on april 6, 2015. The product analysis found that when compared to the assembly drawing: the resistance of the entire assembly shall be less than 0.3ohms from tip to plug, and there was no continuity from the tip to the black plug which would have resulted in the reported event, and indicates an out of specification condition. When viewed under magnification, there was no physical damage to the device. However, there was flash protruding from the strain relief of the black plug. A multimeter and pin was used to puncture the insulation proximal to the black plug; the loss of continuity was determined to be in the area of the black over mold connector. This is a supplied material assembly.

Event description:
After connecting the stimulator, there was no sound (from it) when they were using it.

Event description:
It was reported, ¿the stimulator didn't function during the stimulation of the nerve.¿ there was no report of patient impact, and the reporter had no additional information about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.